Event description:
It was reported that the customer passed away at home. The caller stated that the customer was found by a friend. The cause of death was heart attack. The last recorded blood glucose value in the glucose meter was 545 mg/dl, unknown date and time. The caller did not know whether, at the time of death, the customer was wearing the insulin pump or not. The customer was using sensors however, the caller did not know whether a sensor was worn at the time of death; it may have been removed by the paramedics. The caller agreed to return the insulin pump for analysis. The caller state that the insulin pump has been without a battery for a while. When the family received the insulin pump back from the paramedics, everything in the device was reset. Carelink upload was performed at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump received with no battery in the battery tube. The insulin pump had a cracked reservoir tube lip noted during visual inspection. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. Data analysis unable to perform data analysis due to no data available on the insulin pump. No data available due to insulin pump received with no battery in the battery tube.